Manufacturer narrative:
Reported event: it was reported that upon completion of the case (tka) while removing the bone pins, the surgeon noticed one of the pins had sheared off at the tip. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 1230 devices were manufactured under lot no w52830 and accepted into final stock on 08/03/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w52830 shows 01 additional complaints related to the failure in this investigation. Pr ID : (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event. Device not returned.

Event description:
Upon completion of the case (tka) while removing the bone pins, the surgeon noticed one of the pins had sheared off at the tip. Additional information: procedure completed robotically; debris were left inside the patient. Product picture not available. The bone pin was discarded by the facility.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon completion of the case (tka) while removing the bone pins, the surgeon noticed one of the pins had sheared off at the tip. Additional information: procedure completed robotically; debris were left inside the patient. Product picture not available. The bone pin was discarded by the facility.